Event description:
It was reported to boston scientific corporation that a female (weight unknown), underwent treatment with the obtryx mid-urethral sling system in 2007. The patient, with a history of stress urinary incontinence, experienced fever of mild severity, post-operatively. The physician believed that the complication was related to the device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the device manufacture date and the expiration date are unknown. The suspect device will not be returned since it was implanted. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined.